Event description:
It was reported that the patient experienced discomfort and irritation at the ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past year from the date the manufacturer was made aware.